Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) head beep tones. Technical services (ts) was consulted and noted device beeping since (B)(6) 2025 due to one out-of-range shock impedance measurement. Shock impedance is stable but high, and ts recommended right ventricular (rv) lead troubleshooting. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) head beep tones. Technical services (ts) was consulted and noted device beeping since (B)(6) 2025 due to one out-of-range shock impedance measurement. Shock impedance is stable but high, and ts recommended right ventricular (rv) lead troubleshooting. No adverse patient effects were reported. This device remains in service.